Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported having key pad issues and a button error alarm. The customer's blood glucose was 196 mg/dl. The customer could not recall any significant events leading to the issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.